Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was intact. During functional check, the reported complaint was duplicated. Pump was found to be displaying cassette not attached properly issue alarm message during the investigation. Root cause was found to be a faulty downstream occlusion sensor; it was replaced.

Event description:
Additional information received via email and attached 12/10/2021: this happened in the biomed department during routine testing. The device was alarming that it was not attached properly when it was attached on the cassette. I tried multiple cassettes to confirm this issue.

Event description:
Information was received indicating that this smiths medical cadd solis vip pumps exhibited "cassette not attached properly" alarm when it is not on cassette. No patient injury reported.